Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for two samples from the same patient tested for the elecsys troponin t assay (tnt) on a cobas e 411 immunoassay analyzer (e411). Of the two samples, one had an erroneous result that was reported outside of the laboratory. The patient arrived at the site on (B)(6) 2018 with complaints of chest pain on her right side. A sample was collected from the patient, poured into a sample cup placed on top of a tube, and tested for tnt, resulting as 0.08 ng/ml. This value was reported outside of the laboratory to the doctor. A second sample was collected from the patient and tested, resulting as 0.02 ng/ml. The second sample was repeated, resulting as < 0.010 ng/ml. This first sample was then repeated several times and it resulted as < 0.01 ng/ml each time. The repeat result was believed to be correct. The clinicians ordered an electrocardiogram on the patient and the results were "normal sinus rhythm, cannot rule out inferior infarct, possible anterior infarct.". The patient was then transferred to the main hospital emergency department for observation. While at the hospital emergency department, a series of samples was collected from the patient and tested for tnt and all results came back as < 0.01 ng/ml. The patient was discharged and went home. The patient returned to the customer site on (B)(6) 2018 with complaints of upper abdominal pain. The patient was diagnosed with an upper gastric issue. The patient was tested again for tnt and the result was negative at < 0.01 ng/ml. The patient was discharged and given gastro-intestinal medications. No adverse events were alleged to have occurred with the patient. The tnt reagent lot number and expiration date were asked for, but not provided. The customer was asked to prime the probes, perform liquid flow cleaning maintenance, perform measuring cell preparation maintenance, and run precision studies. The customer ran precision studies and these were within guidelines. The customer stated that they also changed their centrifuge specifications to match what is recommended by the sample tube manufacturer. The customer declined a service visit and stated that she believed the issue was caused by bad sample quality. Calibration data showed no indications of an issue. A review of the alarm trace showed no indications of an issue. The investigation was unable to find a definitive root cause.